Manufacturer narrative:
Concomitant medical product: icf09b52 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead was observed with short v-v intervals, noise, and chronically high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.